Manufacturer narrative:
H11: manufacturing review: the device history records have been reviewed, and this lot met all release criteria. Investigation summary: two electronic photos were provided and reviewed. The first photo shows, one magnum needle was placed within the package, and both cannula and stylet hub of magnum needle was noted be broken and the second photo shows a product's labelling, the product's labelling information matches with the tw details. Based on the photo review the reported break can be confirmed. One magnum needle was received for evaluation. Upon visual inspection, the needle appeared to have blood residue throughout and received without protective tubing and no spacer attached to the needle at the hubs and the device was received with the sample notch exposed. A break was noted to both stylet and cannula hubs. Due to the nature of the complaint, no functional testing was performed. Therefore, the investigation is confirmed for the reported break as a break was noted to the stylet and cannula hubs. A definitive root cause for the alleged break issue could not be determined based upon the provided information. Labeling review: as the reported event did not allege a labeling or use related issue, a labeling review is not required. G3, h6 (component, method, result, conclusion). Section a through f: the information provide by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
On (B)(6) 2026, a patient underwent a biopsy procedure using the magnum. During the procedure, the device needle break. There was no reported patient injury.

Manufacturer narrative:
H11: as the lot number for the device was provided, a review of the device history records was performed. The return of the sample is pending. However, photos were provided for review. The investigation of the reported event is currently underway. Section a through f: the information provide by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
On (B)(6) 2026, a patient underwent a biopsy procedure using the magnum. During the procedure, the device needle break. There was no reported patient injury.